Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 9 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant had not achieved osseointegration. Clinician reports an infection and poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reports that 9 months after the dental implant and abutment were placed in ada site 7 in the mouth, the implant had not achieved osseointegration. Clinician reports an infection and poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).